Event description:
The customer reported the alarm has no power and doesn't detect any visible damage to the alarm. There was no patient involvement. More information was received on the returned product which reads: can't get off hold - unresponsive not working.

Manufacturer narrative:
(B)(4) - hold function issue. Evaluation: results - evaluation of the returned product found that the battery springs are bent, however, the battery does seat properly in the alarm and the alarm does have power. There was no issue found with the hold or power-up functions. The evaluation findings are consistent with that of user handling related issues as noted in the posey instructions for use which has a warning statement: when installing batteries take care not to damage battery contacts. Manufacturer references file # (B)(4).